Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was 400 mg/dl. No further details were provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. Device had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.